Event description:
Through a medwatch report, a director reported that tass (toxic anterior segment syndrome) was experienced with use of the product. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history record could not be reviewed, since no product identifying info was provided. No root cause could be identified. (B)(4).